Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side ¿capsular contracture (grade 3)¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, or corrected data: d.10 , h.3 , h.6. Device evaluation: analysis of the returned device identified: black particles in the shell, the weight the device within specification and creases flat. Cloudy and bubbles in the gel observed after autoclave based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported right side ¿capsular contracture (grade 3)¿. The device has been explanted.